Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is possible that high-energy endo therapy accessories were used without ensuring sufficient distance from the distal end. The event can be detectable and preventable by following the instructions for use which state: according to the information of use (IFU): 3.3 inspection of the endoscope, and 4.3 using endotherapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope had a burn mark observed on the forceps stand. There was no patient involvement.